Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing intermittencies and loss of lock. External equipment was exchanged and programming adjustments were made, however, the issue did not resolve. Device testing revealed intermittent lock. Revision surgery is under consideration.

Manufacturer narrative:
Correction: section b.3, d.6b. Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed the electrode was severed. This is believed to have occurred during revision surgery. The device passed photographic imaging inspection. System lock was obtained intermittently. The condition of the electrode prevented an electrical test from being performed. The device passed some of the electrical testes performed. The device passed the mechanical tests performed. An internal visual inspection revealed a cracked conductive epoxy on the kovar tab. The reported complaint of intermittent lock was confirmed during the analysis of this device. Internal visual inspection revealed a crack on the conductive epoxy of the kovar tab, which is believed to be related to the intermittencies of lock. This older device configuration is not currently manufactured. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: sections b.3, d.6b, d.9. The recipient's device was explanted. The recipient was reimplanted with another cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.